Event description:
**Update** - primary operative report received (B)(4) 2013 with lot numbers. Part numbers were identified. Mdrs were updated with part and lot numbers, doi and dob. The information received does not change the MDR decision.

Manufacturer narrative:
The investigation has been reopened due to receiving part & lot information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Evaluation: the device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Revision operative report indicates patient was revised due to metallosis-induced synovitis and recurrent dislocation, alval, copious amount of whitish-yellow cheesy material consistent with metal-induced synovitis, disrupted posterior capsule, inflamed synovitis material, osteolysis, corrosion.

Manufacturer narrative:
Evaluation: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.